Manufacturer narrative:
Event description updated. Device codes updated. Concomitant product updated. New information was received providing the product information for the cord that was involved in this event as follows: product ID-360187, product description: 3.5m vl 8mm fem 4mm monopolar cord. A separate regulatory report was submitted for this event under manufacturer report number 1717344-2018-01390 listing the cord as the suspected medical device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during switching on and checking of the unit inserting a monopolar cable in the slot. Shortly, after the first activation, a banging noise occurred and the cable burned in the area of transition from black plug to the grey cable. The connected monopolar connection cable was exposed when triggered and caught fire. Immediate extinguishing of the flame, switching off of the device and replacing the cable were done as rapid intervention and avoiding patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, regular switching on and checking of the unit inserting a cable in the slot. Shortly, after the first activation, a banging noise occurred and the cable burned in the area of transition from black plug to the grey cable. Immediate extinguishing of the flame, switching off of the device and replacing the cable were done as rapid intervention and avoiding patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received by medtronic. Details regarding a visual I nspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device was completely measured, no errors present, function check and stk pe rformed. The investigation found the device to function normally and within specifications. A review of the service history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.